Manufacturer narrative:
The lesion was non-tortuous. The lesion was in the proximal rca. The lesion was predilated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely calcified lesion. The device was inspected with no issues noted. Negative prep was performed without issue. It was reported that the stent was unable to advance in the highly calcified artery and the proximal portion of the stent became deformed. The procedure was completed using a 5.0x26mm medtronic stent. The patient was reported to be alive with no injury.